Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a (B)(6) year-old female patient who had essure (batch no. 627311) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included bleeding genital. Previously administered products included for an unreported indication: seasonal. Concomitant products included medroxyprogesterone acetate (depo provera) and paracetamol (acetaminophen) since (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), depression ("depression") and anxiety ("mental anguish"), 1 month 29 days after insertion of essure. The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure device was deployed in both. On the patient's left side there were four trailing coils. On the patient's right side there were five trailing coils at the end. Discrepancy in essure confirmation test: plaintiff did not undergo essure confirmation test a reported in current follow up discrepancy in essure insertion dates: (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-feb-2020: plaintiff fact sheet received. Case became incident. Removals details updated. Event outcome updated for pelvic pain. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a 27-year-old female patient who had essure (batch no. 627311) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included bleeding genital, tonsillectomy, urinary tract infection, heart murmur and scoliosis. Previously administered products included for an unreported indication: seasonale. Concomitant products included medroxyprogesterone acetate (depo provera) and paracetamol (acetaminophen) since (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced urinary tract infection ("uti"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), depression ("depression") and anxiety ("mental anguish"), 1 month 29 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding") and post procedural complication ("post procedural complication"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the vaginal haemorrhage, menorrhagia, depression, anxiety, urinary tract infection, post procedural complication, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: essure device was deployed in both. On the patient's left side there were four trailing coils. On the patient's right side there were five trailing coils at the end. Discrepancy in essure confirmation test: plaintiff did not undergo essure confirmation test a reported in current follow up discrepancy in essure insertion dates- (B)(6) 2008 and (B)(6) 2008. She received treatment for events uti, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet report received. Added events post procedural complication, general abnormal bleeding, uti. Outcome of events pelvic pain, general abnormal bleeding was updated as recovered. On 6-may-2020: plaintiff fact sheet report received. On (B)(6) 2016, she explanted essure (previously reported as (B)(6) 2017). Added events dysmenorrhea (cramping), dyspareunia (painful sexual intercourse). A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.